Manufacturer narrative:
This MDR serves as a notification, in which MDR 1220648-2026-00045 was erroneously filed as a duplicate of MDR 1220648-2025-49750. Please refer to MDR 1220648-2025-49750 for all reports filed for this device.

Manufacturer narrative:
A5 and a6 are unknown. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced ischemia in the left lower extremity. An external femoral bypass was scheduled to restore flow.